Manufacturer narrative:
The reported event occurred on a cobas 8000 core unit analyzer with serial number (B)(6). The investigation determined that the hbsag g2 elecsys cobas e 100 assay performed within specifications. A review of calibration data confirmed that the system was functioning as expected. No sample material was available for further laboratory investigation. The results suggest that the initial reactive result with hbsagii reagent lot 474536 was a false positive. False reactive results can occur due to the assay's specificity of (B)(4) in blood donors. The root cause was attributed to a sample-related issue. No evidence of a reagent issue was identified, and the investigation is considered complete. Medwatch field e1 email address was provided as (B)(6).

Event description:
The initial reporter alleged discrepant results for the hbsag g2 elecsys cobas e 100 assay on the cobas 8000 core unit. The initial test using hbsagii reagent lot 474536 generated a result of 7.56 coi (reactive). Additional serological testing of the same sample with other assays produced the following results: hbeag at 0.080 coi (non-reactive), a-hbc ii at 0.008 coi (reactive), a-hbe at 1.12 coi (non-reactive), a-hbs ii at 58.18 iu/l (positive), and a-hcv ii at 0.041 coi (non-reactive). Repeat testing of the sample using hbsagii reagent lot 481979 generated a result of 0.329 coi (non-reactive). Testing with an hbsag confirmatory reagent also produced a negative result. The results suggest that the initial reactive result with hbsagii reagent lot 474536 was false positive.